Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced unintuitive motion when trying to move the 30 degree endoscope. The customer had to keep flipping the endoscope up and down several times and at some point the camera itself stopped flipping but the video still kept flipping. They then swapped the camera to a 0 degree scope and exact same thing happened after surgeon flipped the camera up and down a few times. It was noted that the camera gets locked in position but video still flips causing a mirror image and non-intuitive motion. The customer then power cycled the system and tried the same scope which worked normally and they were able to finish the procedure. The procedure was completed with no reported injury. On 02-feb-2022, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: no video recording was available. The surgeon had reversed control of the endoscope which had worked fine for 60% of the case. The endoscope should have rotated when changed from 30 up to 30 down but it remained fixed and the image and controls reversed and mirror imaged instead. The image was the same on all screens and the controls on the surgeon side console (ssc) were reversed as well. The issue was resolved with a power cycle of the system. On 24-jan-2022, the following information was obtained from isi technical support: the user experienced a reversed control of the endoscope despite being oriented and installed correctly. They did not try to move the endoscope while moving the instruments. The sentence ¿camera gets locked in position but video still flips causing a mirror image and non-intuitive motion.¿ indicates that the camera did not move but the image was moving. The moving image was the same on both the vision side cart and the surgeon side console.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the 30 degree endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the 30 degree endoscope (part# 470057-08 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the 30 degree endoscope was last used on (B)(6) 2022 via system serial# (B)(4). There were 1983 uses remaining after this last usage. This last usage of the device was after the reported event date, indicating that the device was used in a subsequent procedure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is considered as reportable due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information, i.e patient race, ethnicity, relevant tests, results, and patient medical history were not provided. The expiration date is not applicable. The product is not implantable.